Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed motor error during the process of changing the infusion set. Troubleshooting was performed. Ran a displacement test and the test failed. Advised the customer that his insulin pump should be replaced. No further information was provided.